Event description:
Tech alleged the right hand siderail would not latch.

Manufacturer narrative:
Tech found dried fluid in the latch pivot area. Tech cleaned the area to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.